Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Upon attempting to deploy the first catheter, while positioned in the left atrium, the catheter failed to deploy properly. The catheter was then exchanged for a second farawave catheter. At that point, electrical signals were observed, indicating some functionality. However, transseptal access was lost shortly thereafter. The patient subsequently developed a pericardial effusion, requiring placement of a pericardial drain. Due to these complications, the procedure was abandoned. A third farawave was opened but not used. The case was terminated due to the above complications. The catheters are expected to be returned for analysis.

Manufacturer narrative:
Media inspection revealed 2 pictures attached to the complaint which show the filled form from the hospital and the device lot number. Upon device return and inspection, no outer abnormalities or kinks were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
During a procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Upon attempting to deploy the the first catheter, while positioned in the left atrium, the catheter failed to deploy properly. The catheter was then exchanged for a second farawave catheter. At that point, electrical signals were observed, indicating some functionality. However, transseptal access was lost shortly thereafter. The patient subsequently developed a pericardial effusion, requiring placement of a pericardial drain. Due to these complications, the procedure was abandoned. A third farawave was opened but not used. The case was terminated due to the above complications.